Manufacturer narrative:
Suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. Reporter occupation: non-healthcare professional PMA/510k #: den170015 investigation evaluation: photos were received in response to this report. The first photo depicts a hand with a superficial cut on the knuckle. The second photo depicts two hemospray devices, one of which is in the "on" position, is activated, and has a broken activation knob. A co2 cartridge and round piece of activation knob are lying separate from the device. The other hemospray device appears to be intact, in the "off" position, activated with a gap between the activation knob and handle, and with a catheter attached [this is likely a comparison photo with the device used to complete the procedure]. The third photo depicts the broken medical equipment mentioned in the report. Our laboratory evaluation of the product said to be involved confirmed the report. The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle for activation of the co2 cartridge. A round potion of the activation knob had broken from the bottom of the device. The broken piece of the activation knob was included with the returned device. The co2 cartridge was fully punctured and presented with white marks on the rounded end. The o-ring was missing from the regulator. The inspection of the co2 cartridge confirms the device was of the current design. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action has been initiated to reduce occurrences of activation knob and handle breakage or cracking. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. A corrective action has been initiated in an effort to reduce occurrences of this nature. This product was manufactured prior to implementation of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure, the physician used a cook hemospray endoscopic hemostat. During the procedure the hemospray malfunctioned causing the carbon dioxide (co2) cartridge to shoot out of the device at such a speed it caused a hand laceration on a nurse and damaged the electrosurgical generator. It is unknown how the procedure was completed. Additional information received on (B)(6) 2019 noted the nurse with the hand laceration is doing fine. Her hand was cleaned and an adhesive bandage was applied. It required no further medical attention. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. In addition, the user sustained a hand laceration; however, the laceration was cleaned and an adhesive bandage was applied [basic first aid]. No further intervention was required and no adverse effects to the user were reported.